Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2022. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 20341430. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 20341430. UDI: (B)(4). Investigation results: the device was discarded; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established and known inherent risk of device.

Event description:
It was reported that the patient had a car accident and was not getting adequate pain relief. It was also noted that the patient had undesired stimulation at the spine and had weakness whenever the stimulation was on. It was also reported that the patient had to charge the implantable pulse generator (ipg) more frequently after the accident. There were high impedances noted on the leads. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well postoperatively. Additional information was received indicating that all explanted devices were discarded by the medical facility.

Event description:
It was reported that the patient had a car accident and was not getting adequate pain relief. It was also noted that the patient had undesired stimulation at the spine and had weakness whenever the stimulation was on. It was also reported that the patient had to charge the implantable pulse generator (ipg) more frequently after the accident. There were high impedances noted on the leads. While the rep was doing a reprogramming, the patient experienced headache. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2022. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 20341430, UDI: (B)(4). Product family: scs-linear leads: upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 20341430, UDI: (B)(4).

Event description:
It was reported that the patient had a car accident and was not getting adequate pain relief. It was also noted that the patient had undesired stimulation at the spine and had weakness whenever the stimulation was on. It was also reported that the patient had to charge the implantable pulse generator (ipg) more frequently after the accident. There were high impedances noted on the leads. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well postoperatively. Additional information was received indicating that all explanted devices were discarded by the medical facility.